Manufacturer narrative:
UDI :(B)(4). Device manufacture date: the device manufacture date is unavailable. The reporter¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during preparation before an unspecified surgery, it was discovered that the irrigation tubing and clips device had a hole and was leaking. It was reported that the location of the hole was unknown. There were no delays to the surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). Correction: the device lot number (3019130959) was inadvertently entered in the serial number field. The lot number has been updated. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as mar 31, 2017. If additional information should become available, a supplemental medwatch report will be submitted accordingly

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was not confirmed. The external features of the device were visually inspected. It was determined that the high flow irrigation tube was returned without the manufacturer¿s original packaging, but in a different white pouch. It was further observed that the spike cap and the IV spike were missing and the tubing was tied in a knot. The device was assessed and it passed all manufacturing specifications and was not the cause of the reported leaked. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This medwatch is being resubmitted due to outage in FDA's electronic submission gateway (esg) upon initial submission.